Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin leaked into reservoir compartment. Customer could not see insulin but reported that reservoir and reservoir compartment had a strong smell of insulin. It was reported that issue occurred with two reservoirs. Customer's blood glucose was 20 mmol/l. Reservoirs would be replaced.